Event description:
It was reported that a percutaneous transluminal angioplasty (pta) was required at the access site. An electrocardiogram (ECG) revealed complete heart block (chb) and the pre-existing left bundle branch block (lbbb). A permanent pacemaker was implanted 2 days later. Following the valve procedure, an ischemic stroke was noted. A thrombotic basilar and posterior cerebral artery occlusion was noted and treated with thromboaspiration. No neurological sequelae was noted. The patient was discharged to a rehabilitation clinic.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.